Manufacturer narrative:
(B)(4). Eval: results: (device or cine images have not been returned for review), (possible interaction with the deployed xience stent). Conclusion: (possible interaction with the deployed xience stent).

Event description:
The physician was attempting to deploy a 2.25 mm diameter x 22 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the distal rca in a pt. A xience prime stent was implanted before the resolute integrity stent in the mid rca during the same procedure. It was reported that the stent dislodged upon removal from rca, after a failed attempt to pass the lesion. It was reported that the physician tried to retrieve the dislodged stent; however, was unable to do so. The dislodged stent was left in the proximal rca.